Event description:
A customer reported condition codes on their eci immunodiagnostic analyzer. A malfunction of this type could cause biased pt results to occur in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.